Manufacturer narrative:
(B)(4)

Event description:
It was reported that a critical alarm was heard and confirmed by telemetry. The critical alarm was due to a zero ml reservoir volume reached. The patient was to be scheduled for a refill on (B)(6)-2012, but was not refilled until (B)(6)-2012. The low reservoir alarm date was said to be (B)(6)-2012. Drug: baclofen, 800 mcg/day.